Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned products identified fracture around the implant collar. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted on the product experience report (per). The implant had been placed on tooth # 19 for approximately 11 years. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. It was reported that the implant fractured and was subsequently removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the implant fractured and was subsequently removed.